Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the reported driveline power fault and communication faults alarms. Although a specific cause could not be conclusively determined, the observed wire damage appeared consistent with damage caused by a surgical tool at transplant on (B)(6) 2023. (B)(6) was returned assembled with the pump cable severed approximately 10.5¿ from the pump header. A distal portion of the pump cable was also returned and measured approximately 15". The modular cable was also returned (reference the modular cable investigation). The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue during patient support. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Evaluation of the pump cable revealed damage approximately 6¿ from the pump header. Visual and microscopic inspection of the wires in this area revealed that the green, black, and brown wires were completely severed. Although a specific cause could not be conclusively determined, the observed wire damage appeared consistent with damage caused by a surgical tool at transplant. Dried blood appeared to be present within the damaged area, consistent with the ingress of blood during the transplant procedure. The remainder of the pump cable appeared unremarkable. The pump header also appeared unremarkable. Power to the heartmate 3 lvas is supplied by two redundant wires, the brown wire (power a) and the red wire (power b). The system controller monitors the current in each of these wires to detect open-circuit conditions. When the system controller compared the current in the red wire to its redundant wire, the fractured inner conductors would have resulted in the driveline power fault alarm observed within the submitted log files on the day of the patient¿s reported transplant. Communication between the pump and controller is also supported by two redundant wires, the green wire (com a) and the yellow wire (com b). When the system controller compared the current in the green wire to its redundant wire, the fractured inner conductors would have resulted in the driveline communication fault alarm observed within the submitted log files on the day of the patient¿s reported transplant. Additionally, the system is grounded by two redundant wires, the black wire (ground a) and the blue wire (ground b). A complete fracture of the black wire, as observed in pump cable evaluation, results in the loss of ground redundancy. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop after bypassing the confirmed wire damage. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". This section also outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook was also available at the time of implant. This handbook contains information about caring for the driveline. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. This section also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a routine transplant, driveline power faults and communication faults occurred. These alarms did not cause any problems during the surgery. The log files also captured a brief pump stop event that lasted about 3 seconds and then motor speed was restored. Driveline communication and power faults were then recorded and remained active through the rest of the log file. These events indicted an issue with the driveline or the modular cable. The transplant was not considered to be device or therapy related. The pump was explanted and will be returned for evaluation. The device operated as intended and the patient is currently recovering from transplant surgery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.